Event description:
On (B)(6) 2016 the patient tripped inappropriate eri, possibly due to getting an MRI scan. Reinitialized the device and device has appropriate longevity and is functioning normally. Device remains implanted. On (B)(6) 2016, home monitoring showed the device tripped eri again on (B)(6). Suggested to the nurse to bring the patient in and do a device reset. Device remains implanted. On (B)(6) 2016 rep reported that the device is again in eri. Patient is not aware of any event that would have caused this. A reset was performed and device was restored to normal functioning. It was found that the patient had an MRI scan with this device that is not MRI compatible on (B)(6) 2016. The device went inappropriately eos on (B)(6) 2016. Device tripped eri on (B)(6) 2016. Device currently remains implanted.

Manufacturer narrative:
(B)(6) 2018 - this device was explanted (B)(6) 2016. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an inconsistency of battery voltage and charge consumption of the ICD, leading to the automatic activation of the eri battery status. However, without an analysis of the device itself the root cause of this inconsistency cannot be determined. A component damage cannot be excluded based on the information available for analysis. Should the device become available, please return it to biotronik for analysis. This investigation will be accordingly updated.